Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced clotting/micro clots/fibrin clots the following information was provided by the initial reporter. The customer stated: "the tube is clotting. Patients did have to be redrawn. Three specific instances that happened all in the same day. The lab stopped using the lot number when they gotten the 3rd clotted tube."

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "the tube is clotting. Patients did have to be redrawn. Three specific instances that happened all in the same day. The lab stopped using the lot number when they gotten the 3rd clotted tube."

Manufacturer narrative:
Investigation: bd received 2 contaminated samples. Two photos of the contaminated tubes were provided to the manufacturing site. 5 in-house retention samples were sent to the chemistry lab for testing with all samples meeting specification requirements. The device history records were reviewed with no issues being found. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was not able to identify a root cause for the indicated failure mode.